Manufacturer narrative:
It was reported that the patient was experiencing a critical battery alarm when the battery was connected to power port 1. The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since log files were not available. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms are most often attributed to communication errors between the controller and batteries. No failure detected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator, that while the patient was at home he received a critical battery alarm from the battery connected to power port one. The patient checked the battery gauge, and it read as fully charged. It was noted that power port one on the controller was intact and not loose. The patient further noted that the alarm occurred while they were sitting at the table, and they were not in a position that may have strained the cable from the battery to the controller. The patient changed the battery out, and it was noted that they did not have any similar issues with any other batteries or the controller. The battery was replaced. No patient complications have been reported as a result of this event.